Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that she was going to have her battery changed before (B)(6) 2019. Patient services asked why she needs it changed. The patient stated that it will be 7 years and she noticed that she had been experiencing more pain in her lower extremities. The patient did not know if her battery was weaker. The patient stated that she needed to get it checked out. The patient asked for a manufacturer representative (rep) in the area. Patient services reviewed that the healthcare provider (hcp) needs to contact the rep. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the patient experiencing more pain in their lower extremities was determined however, they did not elaborate on what the cause was. Additional issues were reported regarding their device, which was reported to be possibly due to a fall the patient had down some steps on (B)(6) 2018 and fractured a small bone in their right foot. Beginning around the end of (B)(6) 2019 and early (B)(6) 2019, the patient started noticing issues with their ins even though their ins was turned off, which included the following: when the patient didn't charge the ins, they would feel little impulses like little spurts. Also, even though stimulation was off, they would feel stimulation at the same strength as was felt when stimulation was on. The ins charge was also not lasting as long as it used to even though they had not made any changes to their settings. They normally recharged every 3 weeks, but now the ins was depleting completely in 2 weeks. It was confirmed the patient was able to recharge the ins. Furthermore, the patient's normal settings of "150 or 140" were too strong when the patient would lay on their back, so when they would have CT scans or lay down, they would turn the ins off. During the call with patient services, the patient's programmer was checked and confirmed that the stimulation was on and their settings were normal. The patient has tried to arrange for a rep to check their device, but hasn't been able to since they have been out of town. The patient plans to see their doctor in (B)(6) in (B)(6) 2019 since they were living in (B)(6) at the moment. It was noted that during the phone call with the patient, it was difficult to obtain clarifying information because the patient was confusing to speak to. No further complications were reported or anticipated.